Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump had a blank display. The screen had gone blank when the insulin pump was set down, and then it came back on. The blood glucose reading was 250 mg/dl. The customer treated with a bolus and declined troubleshooting for high blood glucose. The insulin pump had not been dropped, bumped or exposed to moisture and showed no signs of physical damage. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. She also reported that the batteries had not been lasting for as long and that the insulin pump had alarmed for a failed battery. The customer was sent a new battery cap and advised to monitor the insulin pump.